Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head and modular sleeve were removed. The r3 shell, anthology stem, 40mm screw and 25mm screw remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, r3 liner and hemi head. Similar complaints have been identified for the modular sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at approximately 25-35° anteversion. Due to the orientation of the transverse acetabular ligament. It is unknown if the increased anteversion of the acetabular component led to accelerated wear and the metal debris. Although the metal ion levels were reported to be elevated, no units of measure were given nor was a laboratory report provided. The reported pain, elevated metal ions along with the intraoperative findings of trunnionosis may be consistent with findings associated with metal debris. However, without the supporting lab/pathology results or relevant imaging, the root cause of the reported elevated metal ions, pain and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 liner, r3 shell and hemi head. Similar complaints have been identified for the modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The report of slightly increased cobalt level, right hip pain, popping, catching, giving way and intraoperative finding of trunnionosis may be consistent with an adverse reaction to metal debris but this cannot be confirmed based on the limited information provided. However, is unknown whether either the patient¿s unique circumstances with the history of dysplasia, past procedures, gait changes with the prosthetic, the multiple falls to the hip, or the increased anteversion of the primary acetabular component placement may have led to accelerated wear and metal debris. The surgical technique indicates the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. Without complete medical records, supporting post-primary and pre-revision radiographic images and/or the analysis of the explanted components, the root cause of the reported clinical symptoms cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. Based on the available information, the probable root cause is an adverse incident, based on the patients multiple falls and gait changes with the prosthetic. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery is scheduled to be performed due to intense pain and elevated metal ion levels.